Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient who had a recent device implant showed diaphragm stimulation. An x-ray was taken and confirmed that this right atrial (ra) lead had dislodged. A revision was performed and the repositioning of this ra lead was completed successfully. No further diaphragm stimulation was experienced by the patient. No adverse patient effects were reported.